Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the info provided. A product failure cannot be confirmed. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result be available, the changes this assessment, an amended medical device report will be filed. The need for correction measures is not indicated at this time. (B)(4).

Event description:
It is reported that the pt received a zimmer mmc cup 54mm/46mm code l on the right side on (B)(6) 2010 and underwent revision surgery on (B)(6) 2012 due to loosening and pseudo-tumor with abductor damage. Moderate corrosive changes were noted at the adaptor head junction as well.